Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right renal artery. A 3.5mmx20mmx135cm sterling¿ balloon catheter was advanced onto a 190cm non bsc guide wire; however, the sterling¿ balloon catheter was not able to move freely and got stuck on the wire. The devices were removed together as a unit and the procedure was completed with another two of the same devices. No patient complications or injuries were reported and the patient was fine.